Manufacturer narrative:
There were multiple pro codes medical device type reported to be involved. The information is as follows: d.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred when switching tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred when switching tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent with the incorrect awareness date. The correct awareness date for this issue is 02/18/2026. Investigation summary: bd did not receive any photos or samples for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.